Event description:
During a procedure, high pacing impedance was observed on the right ventricle (rv) lead. The rv lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported event of high pacing lead impedance was not confirmed. As received, a complete lead was returned in one piece for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination of the lead did not find any anomalies.